Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor signal not found alert, along with the sensor not blinking, and had a replace battery. The customer received the change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040pa, and mmt-7841zn. Troubleshooting was performed fore the loss of communication between the transmitter and the pump. Deleted the transmitter serial number from pump and re-paired but the transmitter would still not communicate/trigger a sensor connected"" alert." Troubleshooting was performed fore the transmitter does not blink, and the customer reports the transmitter did not blink when connected to the sensor or sensor warm up not started. Troubleshooting was not performed fore the replace battery now alarm. Troubleshooting was partially performed fore the change sensor. No harm requiring medical intervention was reported. No product return is required for mmt-1884, and mmt-7040pa. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned.